Event description:
Batteries were put into a telemetry box. It did not turn on. New batteries were put into the box several times. It still did not turn on. Batteries were left in the telemetry box for one hour and it still did not turn on. It was removed from service. This box has been on the unit for eight days. No patient injury.